Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) was not able to communicate with the remote monitor during a manual transmission. The device remains in use. No patient complications have been reported as a result of this event.